Event description:
The pt experienced ineffective therapy 3 days after implant. An x-ray was taken. The pt reported she was told "the anchor broke and the lead collapsed." A revision was planned. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).